Event description:
It was reported, the pt had battery life left on her ipg, but was unable to charge her ipg. A replacement charger was sent to the pt. F/u identified the pt was able to locate the ipg with her programmer, and was able to charge the ipg, but the ipg battery was staying low. Further f/u identified the physician replaced the ipg. It was reported the pt rec'd effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.